Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the suture was used to close the uterus. During the surgery the suture was torn. The surgeon took another like suture and finished the surgery. There was no damage to the patient or significant delay in surgery. The procedure was completed successfully.